Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: because no ventricular lead is connected to this device, it will remain in not implanted state. As a consequence, aida data will never be available.

Event description:
Reportedly, during the device f/u performed on (B)(6) 2011, no memories or statistics were available on aida memory screen or overview screen. The device pacing mode was set to aair and there was no ventricular lead connected. The same observation was noticed when another interrogation occurred few minutes later.